Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl, nor did the continuous glucose monitor read ¿high.¿ reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. To resolve these issues, the customer changed the infusion set and cartridge and resumed insulin.